Manufacturer narrative:
H6: evaluation codes updated. One device was received for investigation. The device was visually inspected and functionally tested. Tubing was clogged with adhesive and a crack was present in the trigger flush subassembly causing the reported problem. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number. This issue will continue to be monitored, and further actions taken accordingly.

Event description:
It was reported that during use, no signal output and water leakage of the device was found. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.